Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated sodium and chloride results. Customer reported they repeated the samples after the system was recalibrated. Customer reported the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse decontaminated the flowcell and changed the carbon bridge. The fse also cleaned the electrolyte injection cup assembly.